Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's jaw broke. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the bottom jaw overmold was damaged and the seal plate was lifted up from the device jaw. There was no missing piece on the damaged overmold or seal plate. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's overmold and seal plate likely occurred during the extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.